Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation/valve leak and/or damage: observed an opening through microscopic inspection assessed as cracked valve seat diaphragm valve . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "the valve has a slight leak" and "deflation" diagnosed via visual exam. Later healthcare professional reported "hole in valve" and "hole non-specific". This record is for the right side. The device was explanted and replaced. Device has been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "the valve has a slight leak" and "deflation" diagnosed via visual exam. This record is for the right side. The device remains implanted. Explant surgery is not yet scheduled and the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device was explanted and replaced.